Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer which require replacement. The customer postponed the investigation, finding once available will be files as a supplemental. The filed service engineer conformed that there was no patient harm but delay in dispensing the medication was noted.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer which require replacement. There were no adverse events or injuries reported based on this event.